Event description:
The account alleged the siderail will not latch.

Manufacturer narrative:
The tech found the siderail was bent which prevented it from latching. The tech replaced the siderail to repair the bed.